Event description:
It is reported that patient was revised due to subluxation.

Manufacturer narrative:
Other device used: catalog #00801803602, versys femoral head, lot #61112101 manufactured by zimmer b.v. (B)(4). Evaluation summary: factors which may contribute to dislocation may be one or a combination of the following mechanisms: improper placement of the component parts, improper neck length and offset, malalignment of the femoral stem/neck assembly, misalignment of acetabular cup, extent of missing connectivity between the stem/neck/head interfaces, extent of soft tissue tension, impingement, extent of reduction during surgery, or patient's health, muscle laxity, medical history, and activity level. Without more information, the exact cause for this event cannot be determined, however it is deemed highly unlikely that the device in question contributed directly to the complications described. Alternatively: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.